Manufacturer narrative:
The customers¿ complaint issue was initially reported as follows: ¿shaft and core of needle dissociated from each other leaving behind shaft in the patient.¿ from the information provided it was believed that the needle was broken. The incident above was assessed as being reportable to the FDA on the basis of the reporting precedence established for this product family for distal needle breakages, regardless of the patient outcome. The echo-25 device involved in this complaint was returned for evaluation. This echo device was received with the needle retracted in the sheath of the device. The stylet returned with the device fully in situ. A kink was visible below the sheath extender when the sheath extender was positioned at reference mark 0.5. The sheath of the device was noted to be broken. On evaluation of the device the needle could not be advanced. To further evaluate the resistance during needle and stylet advancement in the laboratory the handle of the device was dismantled and the needle was removed from the device. The needle was noted to be kinked at approx. 4cm and severely kinked at approx. 21cm distal to the proximal luer lock. The severe kink coincides with the break in the sheath at the moulded hub of the handle. The customer complaint was confirmed as the sheath was broken which may be attributed to the needle being kinked within the inner handle. Based on the evaluation of the returned complaint device, it was confirmed that the needle was fully intact and was fully retracted in the sheath. Only the sheath was broken. It was confirmed that there was no further intervention to remove the shaft after the user successfully retracted the device from the accessory channel. No adverse effects to the patient were reported as occurring. The complaint information reviewed does not suggest this event would be likely to result in death/serious injury if it were to recur. No reporting precedence exists for this complaint event (needle kinked / sheath broken) for this product family. This incident was re-assessed and it has been determined that this event no longer meets the reporting criteria of a FDA MDR report.

Event description:
This correction follow-up report is being submitted to cancel the initial report ref # 3001845648-2015-00177 that was submitted relating to this event.

Manufacturer narrative:
The customers¿ complaint issue was reported as follows: ¿shaft and core of needle dissociated from each other leaving behind shaft in the patient.¿ this complaint is related to an echo-25 device with unconfirmed lot # (c1083643 or c1080034). The echo-25 device involved in this complaint has been returned for evaluation. This echo device was received with the needle retracted in the sheath of the device. The stylet returned with the device fully in situ. A kink was visible below the sheath extender when the sheath extender was positioned at reference mark 0.5. The sheath of the device was noted to be broken. On evaluation of the device the needle could not be advanced. To further evaluate the resistance during needle and stylet advancement in the laboratory the handle of the device was dismantled and the needle was removed from the device. The needle was noted to be kinked at approx. 4cm and severely kinked at approx. 21cm distal to the proximal luer lock. The severe kink coincides with the break in the sheath at the moulded hub of the handle. The customer complaint was confirmed as the sheath was broken which may be attributed to the needle being kinked within the inner handle. A possible cause of the needle kinking within the handle may be due to patient anatomy if the lesion being punctured was a hard lesion and required a particularly forceful advancement of the needle. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in sheath breakage. This would also result in the difficulties experienced by the customer in retracting device from the scope. As the conditions of device usage could not be replicated during the laboratory evaluation a cause for the needle kinking within the handle and sheath breakage could not be determined. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c1083643 and c1080034 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient¿s body. The customers¿ complaint issue was reported as follows: ¿shaft and core of needle dissociated from each other leaving behind shaft in the patient.¿ this complaint is related to an echo-25 device with unconfirmed lot # (c1083643 or c1080034). The echo-25 device involved in this complaint has been returned for evaluation. This echo device was received with the needle retracted in the sheath of the device. The stylet returned with the device fully in situ. A kink was visible below the sheath extender when the sheath extender was positioned at reference mark 0.5. The sheath of the device was noted to be broken. On evaluation of the device the needle could not be advanced. To further evaluate the resistance during needle and stylet advancement in the laboratory the handle of the device was dismantled and the needle was removed from the device. The needle was noted to be kinked at approx. 4cm and severely kinked at approx. 21cm distal to the proximal luer lock. The severe kink coincides with the break in the sheath at the moulded hub of the handle. The customer complaint was confirmed as the sheath was broken which may be attributed to the needle being kinked within the inner handle. A possible cause of the needle kinking within the handle may be due to patient anatomy if the lesion being punctured was a hard lesion and required a particularly forceful advancement of the needle. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in sheath breakage. This would also result in the difficulties experienced by the customer in retracting device from the scope. As the conditions of device usage could not be replicated during the laboratory evaluation a cause for the needle kinking within the handle and sheath breakage could not be determined. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c1083643 and c1080034 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient¿s body.

Event description:
Per customer "major issue and malfunction with needle today where I felt like the needle was stuck within patient and pulling back wasn't sure if it was going to get left behind and I would have to pull it out with forceps. Basically the plastic entire shaft and the actual core of the needle dissociated from each other leaving behind shaft in the patient as I pulled the needle back." Per complaint form "passed thru scope didn't feel right after pulling device noticed malfunction."